Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected fasting blood glucose test result range is 90mg/dl- 110 mg/dl. The blood glucose testing is performed by the customer on to five times daily. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer is comparing the blood glucose test results from trueresult meter to friend's meter; and observed higher readings with trueresult meter but actual results not provided. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 113 mg/dl and 123 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 10/31/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: 166mg/dl, (B)(6) 2016 07:48am fasting:yes. 138mg/dl, (B)(6) 2016 06:33pm fasting:no. 97mg/dl, (B)(6) 2016 02:15pm fasting:no. 151mg/dl, (B)(6) 2016 09:20am fasting:yes. 98mg/dl (B)(6) 2016 03:18pm fasting:no. Adverse event not reported.